Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 3 years, 1 month due to restricted leaflet motion, severe aortic stenosis and mild aortic regurgitation. The patient presented with dyspnea on exertion, chf nyha class 3.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic underwent a valve-in-valve procedure after an implant duration of 3 years, 1 month due to heavy calcification of leaflets, restricted leaflet motion, critical aortic stenosis and mild aortic regurgitation. The patient presented with dyspnea on exertion, chf nyha class 3. The tavr was performed with a 26mm 9750tfx transcatheter valve without complication. The patient was taken to the recovery room in guarded condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b2, b3, b5, h6 (health effect - impact code, health effect - clinical code, device code). H11: corrected data: corrected section b5.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. Although the product was not returned and there is an allegation ['the implanting physician (surgeon) does feel this was premature failure of the savr valve due to calcification and as'], calcification after an implant duration of over 3 years and a patient history of htn, hld, obesity, hypothyroidism, hypercholesterolemia, and dm2 is most commonly related to patient factors, and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.